Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to resume insulin delivery. The customer received several resume pump alarms due to not completing the load process. During troubleshooting with tandem technical support, the customer was able complete the load sequence and resume insulin delivery. The customer's blood glucose had a "minor" increase, however the customer was able to correct.